Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2016, it was reported that a skin graft was being performed by the physician when the dermatome machine cut into the patients¿ leg. The staff noted that the dermatome started vibrating prior to cutting the patients leg. The patients¿ leg had to be sutured and skin was removed from another area. The medical device in question was tagged and removed from service. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event "that a skin graft was being performed by the physician when the dermatome machine cut into the patients leg. The staff noted that the dermatome started vibrating prior to cutting the patients leg. The patients¿ leg had to be sutured and skin was removed from another area. The medical device in question was tagged and removed from service¿ was non-verifiable as the device was not returned for evaluation or repair. The device was not returned for evaluation or repair. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that a skin graft was being taken by the surgeon when the dermatome cut into the patient's leg. It was noted that before cutting into the leg, the dermatome had been vibrating. The patient's leg was then sutured and skin was removed from another area. The device was removed from service. Additional information was attempted to obtain additional information; however, (B)(6) 2016, clinical follow up was suspended due to a lack of customer response.